Manufacturer narrative:
10/23/96 the following "summary of findings" was inadvertently submitted under co's follow-up report #1. Please disregard this info as it does not pertain to this report. Summary of findings: co has determined that during thoracic procedures due to the location and method of use, the user can inadvertently depress the release button while clamping the approximating lever. This condition has been addressed in current production with process modifications that prevent the jaws from closing with the cartridge not fully seated.

Event description:
The device was applied during a low anterior resection procedure. Reportedly, the anastomsis leaked and caused peritonitis. The pt died at an unspecified time post-operatively.